Manufacturer narrative:
Technical fault 5507 indicates that air or oxygen inlet valve cannot close properly. Sensor board was found defective and needs to be replaced.

Event description:
Hamilton medical ag received the following event description: error code tp5507, bad sensor board.